Event description:
It was reported that during the procedure,the doctor fired the stapler and received a incomplete stapleline. On the first firing of the first two devices doctor received an incomplete stapleline. The stapleline was inconsistant. On the third device, doctor was able to complete the stapleline. No patient consequence.